Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with erased serial number label noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone that insulin pump had multiple pump error alarm. Customer¿s blood glucose was 309 mg/dl at the time of incident. Customer stated that pump was not exposed to a high magnetic field. Customer stated that now insulin pump had x mark on display. The insulin pump will be returned for analysis.